Manufacturer narrative:
H6. Annex a code a1402, annex d code d14, and annex g code g04105 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient's pump was not giving them medication. The patient confirmed that they were trying to deliver a bolus, but they were not able to. The patient hadn't used the equipment in a week, so they just noticed the issue on (B)(6) 2026. The patient's handset showed that they were locked out for 63 hours and 11 minutes. The handset showed that they had 8 boluses left when they only had 3 per day allowed. The patient stated that the handset was powered off, so they turned on the handset. Patient services had the patient close all applications on the handset and then connect to the pump. The patient then stated that the handset was lagging at 90% for about 3 minutes. Patient services reviewed. Patient services guided the patient through clearing the data. The patient was then able to connect to the pump without any lag. The patient saw that the current lockout was 61 hours and 22 minutes. Patient services guided the patient through accessing therapy details. The patient saw that they had 8 boluses left for the day. The lockout reason was "clinician bolus in progress". The patient had a bolus duration of 3 minutes, a lockout duration of 3 hours, a bolus restriction interval of 1 bolus every 3 hours. Patient services reviewed and redirected the patient to the healthcare provider (hcp). The patient noted that the hcp would not be back in the office until the following tuesday.